Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device rigid video scope had black circle in the middle of the screen. There were no reports of patient harm.

Event description:
It was reported that the subject device rigid video scope had black circle in the middle of the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure 'black circle in the middle of the screen' was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, minor stains under lg cover glass. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken meniscus. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.